Event description:
It was reported that a clinical study control patient underwent an acdf procedure. The following post-operative event was reported: post op visit date- (B)(6) 2004 ae onset date: (B)(6) 2004 ae description: the patient felt neck pop and had pain on the right side of the neck. This was felt to be caused by an adjacent level disc herniation. Medication: yes; injection: left c7 snrb post op visit date- (B)(6) 2004 additional surgery: bg acdf c6-7 plate removal additional surgery date: (B)(6) 2004 additional treatment: removal of plate <(>&<)> exploration of fusion c5-6. Anterior cervical discectomy <(>&<)> fusion c6-7. Insertion of prosthetic bone graft c6-7 with spinal instrumentation from c5-7 <(>&<)> fusion from c5-7. Description: still treating neck for pain <(>&<)> post-operative follow-up post op visit date-(B)(6) 2004 medication: yes physical therapy: yes injection: facet block other treatment: ice / heat description: schedule facet blocks for neck pain. Additional comments: right posterior neck pain that radiates to back of head. Post op visit date-(B)(6) 2004 medication: yes referred to specialist: yes physical therapy: yes additional treatment: prescription for neurontin - patient did not fill. Home p.t. Exercises. Family practitioner prescribed lortab. Otc as needed. Ae outcome: pending description: referral to pain management specialist. Physician will no longer prescribed narcotics. Ae#01 post op visit date- (B)(6) 2006 ae outcome: resolved description: no c/o neck pain.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.